Event description:
Pediatric PICC catheter broke at the strain relief in two pieces.

Manufacturer narrative:
Sent a prepaid mailing tube and label to customer for the return of the sample. Additional information has been requested. Upon completion of the investigation, a supplemental report will be submitted.